Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter was purged with a syringe in the irrigation port and was connected to an irrigation line with no issues. During the procedure, the catheter was introduced into the sheath, the irrigation line stopped dripping, the irrigation port was blocked, and the catheter was unable to be flushed. Troubleshooting consisted of changing the irrigation line and flushing the irrigation port with a small syringe but was unsuccessful. The pressure bag was changed to add more pressure, but the issue remained. The catheter was removed, disconnect from the irrigation line and attempts were made to flush with a small syringe, but it was completely blocked. Additionally, there was no issues with the catheter deployment. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.